Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery cap contact. Device was tested with a new battery cap and no blank display noted. Device functioned properly. Unit received with minor scratched lcd window, cracked reservoir tube lip, cracked belt clip slot, and cracked end cap. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's parent reported via phone call that the insulin pump had a blank display. The customer's mother stated that she was unsure if insulin pump was not dropped, bumped or exposed to moisture. The blood glucose at the time of the incident was 317 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.